Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was repositioned to a sub muscular pocket due to pain. The device remains in service. No additional adverse patient effects were reported.